Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "fault code 36" and "fault code 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.